Manufacturer narrative:
Patient (B)(4) - surgical procedure, secondary. Device (B)(4) - explanted, (B)(4) - lens, vaulting,low. (B)(4).

Event description:
The surgeon implanted a vicm12.6 implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2012 due to low vault. The lens was exchanged for a longer length lens and this resolved the problem.